Event description:
The MFR received info alleging that a ventilator's lcd screen is not working. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval. During the eval the customer's complaint was confirmed. The ventilator's lcd display was replaced to address this issue.